Event description:
The bronchial cuff had a leak. Patient was extubated and re-intubated.

Manufacturer narrative:
The inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated. The complaint of "the bronchial cuff had a leak." Regarding part I-pstdl-37 was confirmed via photo. The root cause cannot be determined but could possibly be a result of the cuff bursting. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been 6 other complaints against this part in the 24 months preceding this complaint. 2 of those complaints were regarding a similar issue. A resolution letter was sent to the customer.

Manufacturer narrative:
The inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated.

Event description:
The bronchial cuff had a leak. Patient was extubated and re-intubated.